Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 1494 - indication for use femoral angiogram results noted heavy calcification was present at the access site it should be noted that the starclose instructions for use precautions section 6.0 states: do not deploy the clip in areas of calcified plaque. It is likely that interaction with the patient calcification contributed to the reported difficulty advancing the device into the patient anatomy. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty advancing the device into the patient anatomy appears to be related to an instruction for use deviation due to interaction with the patient calcification. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the heavily calcified and tortuous right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a diagnostic procedure. Reportedly, the starclose se device could not be advanced into the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.